Event description:
On (B)(6) 2023 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). In (B)(6) 2024 the patient presented with possible cutaneous candidiasis and was treated with oral fluconazole, 1 capsule per week for a duration of 4 weeks.

Manufacturer narrative:
The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg / j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.